Event description:
I used fixodent from approximately 1992 until 2009. While using fixodent, I began experiencing numbness and tingling in my extremities, in 2001, I was diagnosed with neuropathy I require continued medical care and treatment. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: 1992 - 2009. Diagnosis or reason for use: denture adhesive cream.